Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray foot switch was replaced. The system was tested and operates as intended.

Event description:
The customer reported the 2800 system locked up when the foot pedal was used, and the save button would not work. No pt injury was reported.